Manufacturer narrative:
(B)(4).

Event description:
Per the patient's audiologist, the patient experienced an infection at the implant site and was subsequently treated with an antibiotic (type not reported). The implanted device remains.